Manufacturer narrative:
Findings: insulin pump received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm and no frozen display anomaly during testing noted. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to buttons not responding. No moisture damage on the lcd board, mother board, interface board, rf board, motor, vibrator motor and battery tube assembly during visual inspection. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked lcd window and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a battery out limit alarm on the insulin pump but they could not clear it because none of the buttons were working. The customer's blood glucose level was 125 mg/dl. The customer stated they just got back from the gym when they noticed it was not working. The customer stated the insulin pump may have been exposed to sweat. They were advised to observe the time clock for one minute to verify if time advances. The customer stated time did not advance. They were advised to monitor the insulin pump for 3 minutes to verify that clock works properly and the frozen display or alarms do not recur. The customer stated that time advanced. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.